Manufacturer narrative:
Cloud data from the user for the period of 24aug2025-25sep2025 was downloaded and reviewed. The cloud data shows that no pod or controller hazard alarms that indicate an error with either device were generated during this period. Several pod expiration hazard alarms and one pod empty hazard alarm was generated during this period, however these alarms were found to be generated at the expected times. Notifications, reminders, and alerts were generated correctly as conditions were met, including automated delivery restriction (adr) alerts, missing sensor values reminders, and urgent low glucose alerts. The cloud data showed that pods were changed on 24aug2025, 27aug2025, 31aug2025, 03sep2025, 06sep2025, twice on 10sep2025, 13sep2025, 17sep2025, and 20sep2025. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that all bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod was incremented correctly based on the total bolus volume of each bolus. No evidence of a failure to deliver insulin or issues with the system were observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka). The patient's guardian changed the pod at home originally, but the symptoms continued - but were not provided - and took the patient to the hospital. No specific treatment information was provided, but the guardian reported that a new pod was placed by the doctor at the hospital. Attempts have been made for additional information on the event and name of the healthcare facility. At this time, insulet has not received the name of the healthcare facility. If the information is received it will be submitted in a follow up report.

Manufacturer narrative:
Additional information on the event became available on 03 october 2025. This includes a corrected diagnosis, pod site, pod use duration, symptoms, and treatment provided. The information reported has been summarised in section b5. The health effect codes have been updated in section h6.

Event description:
It was reported that the patient was hospitalized with hyperglycemia on (B)(6) 2025. The pod was worn between 5 and 24 hours on the abdomen. Due to persistent hyperglycemia, the patient's guardian changed the pod at home. The patient's symptoms worsened and the patient was taken to hospital (dr. (B)(6). Symptoms include hyperglycemia, weakness, and vomiting. The diagnosis provided was impending ketoacidosis. The guardian reported that a new pod was placed by the doctor at the hospital. The patient was treated with intravenous infusions and blood glucose monitoring. The patient was discharged on (B)(6) 2025.